Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for gastrointestinal/pelvic floor and other. It was reported on february 26, 2018 that the patient¿s infusion system had been removed due to an infection in (B)(6) of 2016. No further complications were reported or anticipated.